Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of hooked needle tip was confirmed for two of the returned units (units 02 & 03) and the cause was determined to be use related. The product returned for evaluation was a three 22g safestep infusion sets with y-site. The returned product sample was evaluated and the needle was observed to be bent away from the needle base in both units 02 & 03. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The needle tip was barbed suggesting contact between the needle and port base. An attempt was made on unit 03 to advance the safety over the needle tip, however, it was unsuccessful as the safety could not pass the bent region of the needle. The safety mechanism in units 01 & 02 was not tested as these units were returned with the safety mechanism already fully activated. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the needle tip is hook like: the air could not be discharged. No other information was provided. 10/18/2023 - it was reported this occurred with three devices. Three samples were returned for investigation. Two of the returned samples exhibited a hooked needle tip. The third sample exhibited no damage. This report addresses the third event and third returned sample.